Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system and expressed concern that automated insulin suspension occurred too late; the user had been inconsistently announcing meals and frequently selecting "less" meal doses, reportedly to keep glucose higher, and later adjusted the cgm target higher. Symptoms included dizziness associated with a documented low of 46 mg/dl and approximately thirty minutes below range. Outcomes included self-treatment with oral carbohydrates (a can of regular soda) without professional medical intervention. Troubleshooting and education were provided, including guidance on accurate and timely meal announcements, appropriate low treatment, and a recommendation to perform a supervised factory reset; outreach to training support was initiated. Investigation included review of device data and user-reported behavior. Investigation of this case revealed user-related dosing behavior inconsistent with intended use, leading to maladaptive algorithm learning and increased risk of hypoglycemia. It was concluded that the event was attributable to use error and user technique and that device function was not implicated.